Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the packaging of the bd venflon¿ pro safety peripheral safety IV catheter was open on one end prior to use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation results: two actual samples were returned for the investigation of this complaint. Our quality engineer inspected the returned units and confirmed the reported observation. The bottom web of the unit package had shrunk and become deformed near the end cap area of the vps part causing it to be force opened at the opening tab. Visual inspection was performed on the sealing features of the returned samples. Grid mark was observed on the bottom web. This shows that sealing process has been completed and the seal width is within specification. DHR review showed the lot master for batch # 7207498 was reviewed. No similar quality notification was raised for this batch. There was 100% sorting done on sterile parts for this affected batch prior to shipment. No abnormalities observed after reviewing preventive maintenance, calibration and equipment. All sealing process parameters were within validated range. The source of the defect could not be determined as there is no process in the manufacturing facility that could create this type of damage. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.